Event description:
It was reported that the insulin pump alarmed button error. The customer tried replacing the battery with no result. The customer's blood glucose was 102 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.